Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked and found power cord was broken. Fse replaced the power cable. The unit passed all functional and safety tests and was returned to customer. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿power cord¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
It was reported that before use, cs300 intra aortic balloon pump (iabp), power cord cable was found to be broken, there was no patient involvement.